Event description:
On 06 jan 2015, the patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultraeasy meter displayed an error message - error 3. The complaint was classified based on the customer service representative (csr). The patient reported that the alleged error 3 message first occurred on (b(6) 2015. The patient stated, he manages his diabetes with pills, diet and exercise and denied making any adjustments to his usual diabetes management routine due to the alleged meter issue. The patient stated that on (B)(6) 2015 at 11:45am ¿3 ¿ 4 hours¿ after the product issue, he developed symptoms of ¿feeling weak and sweaty¿ due to being unable to test. The patient reported self- treating with more food/drink ¿chocolate¿ in response to the symptoms. Ten minutes after eating the chocolate the patient reported ¿he felt fine¿. At the time of troubleshooting the csr noted that the correct testing technique was being used. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/16/2015). The patient¿s meter has been returned on 1/30/2015 and evaluated by lifescan product analysis on 2/4/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.